Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #:(B)(4). Description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a procedure wherein the leads were explanted for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's leads were removed because it was blocking what the physician was trying to accomplish while performing a non-device related surgery. No device malfunction was suspected on the leads.

Event description:
A report was received that the patient underwent a procedure wherein the leads were explanted for an unknown reason.